Manufacturer narrative:
Device lot / serial numbers are not available to conduct a mfg records review. A mfg records review could not be conducted.

Event description:
In (B)(6) 2010, this pt was implanted gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. On an unk date, follow-up imaging identified a type ii endoleak. However, this endoleak was reportedly rediagnosed as a type I endoleak on a later date (exact date unk). It was also reported that the aneurysm enlarged from 10 cm to 12 cm over 1.5 year. On (B)(6) 2011, an explant procedure occurred to treat a proximal type I endoleak due to a short angled neck. It was reported that no migration was identified. The physician reportedly elected to explant the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and repair the aorta with a vascular graft. Two gore excluder aaa endoprosthesis were left in the pt's iliac arteries. The pt tolerated the procedure.